Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issues. All testing was performed using a good known test patient circuit as well as a good known ac adapter. During bench testing the ventilator would intermittently begin auto cycling causing the ventilator to create a "hi pres" alarm. Internal inspection of the ventilator revealed a tear in the tubing from the solenoid mount. Carefusion replaced the tubing and the ventilator passed 72 hours of extended tests at the customer's settings. The ventilator also passed the ltv final test which includes many ventilation and alarm functions.

Event description:
It was reported by the customer that the unit has intermittent "high pressure" alarms and is auto cycling. The customer reported that they just received the unit back in (B)(6) and the reported issue was unable to be duplicated while in service. The customer tried to troubleshoot the ventilator with a test lung and they were still getting the alarms. The patient was swapped to an alternate ventilator with no harm.